Event description:
The customer reported that while a pt was being monitored on the panorama central station with ambulatory telepack, the panorama had a missed v-tach alarm. No pt injury was reported.